Event description:
Removal of dental implant. The clinician reported implant was placed in d3 thin cortical bone in 2005, and removed the following month, because of swelling. The clinician identified the reason of removal as failure-to-osseointegrate resulting from infection.

Manufacturer narrative:
The implant was received with a cover screw not attached and the implant was not fractured. The implant was examined under 10x magnification and no thread defects were found, but there was some damage to the collar and threads consistent with removal of the implant. The implant was then compared to a l0250 rev 10/03 radiographic template and was determined to be a ph4mm x 9mm implant.